Event description:
The consumer reported using the product for two hours on her lower back. When the patch was removed, there was a possible second degree burn and skin removal. The consumer did not seek medical attention at the time of the incident, and treated the area with neosporin and gauze. Based on the consumer's history of diabetes and symptoms, the consumer was advised to consult her primary care physician.

Manufacturer narrative:
The consumer is a diabetic and she may have used the product off-label by not consulting with a doctor before using the patch. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was also not provided from the reporter and, therefore, we are unable to conduct any sort of trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.